Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (back), the pod's cannula was found bent and dislodged. Symptoms reported include irritation, bleeding and swelling. No treatment details were provided

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s911usqs7fze3 hardware: sm-s911u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.